Event description:
Report received of an adverse event while the device was in use. The pump was programmed in the pca+continuous mode to deliver an unspecified drug with a concentration of 1mg/ml, a 4mg loading dose, a 1mg/hr infusion rate, a 1mg pca dose, a 10 minute pt lockout, and no 4 hour limit. The customer reported that "the pt had a respiratory arrest on the pump, became agitated, got ativan, came in later and the pt was pulseless and apneic. The pump was delivering what it was supposed to deliver." The pt reportedly did not recover, and "died 5 to 6 days later." The customer contact indicated that the event "wasn't pump related, it was pt management related" and to "decision making the resident and nursing staff made." Though requested, the customer declined to provide additional info.